Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Date of the event is estimated.

Event description:
It was reported the patient's l4 and l5 drg leads had migrated. During the procedure, the s1 lead was pulled out. As such the l5 and s1 leads were explanted and replaced. The l4 lead was repositioned.